Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's screen had an issue, however it was unable to confirm the dark screen and slow bootup issue. It was noted that the cursor did not align with or follow finger on screen. The stylus was missing and both handle covers were broken. Key board version was wrong and replaced with latin version. The handle covers were replaced, stylus was installed and calibrated. The cursor misalignment issue was corrected by performing an electromagnetic interference emi repair. The hard drive was reconfigured, reloaded and the software was updated. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's screen had an issue and the screen was dark. It was also noted that it was very slow to turn on. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.